Event description:
The customer reported that an alleged air injection occurred while a medrad® mark v provis angiographic injection system serial number (B)(6), was in use on (B)(6) 2023. On (B)(6) 2023, bayer medical care received a copy of medwatch (mw5116557) with the following information: air embolism from contrast injector malfunctioning. Patient arrested. Life saving measures were taken. Despite multiple requests, no further information has been provided.

Manufacturer narrative:
Bayer medical care completed a service checkout of the mark v provis injection system on (B)(6) 2023, which found the system to be performing to specification. Multiple unsuccessful attempts were made to obtain additional information about the disposables that were in use during the alleged incident. Functional testing of disposables is unable to be performed without additional information from the customer site. Attempts to gather additional details regarding this incident by email/phone were made by bayer complaint handling on the following dates: (B)(6) 2023. (B)(6) 2023. (B)(6) 2023. (B)(6) 2023. (B)(6) 2023. (B)(6) 2023. All attempts remain unanswered at this time. In the event that additional information is obtained, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.